Event description:
It was reported that the patient underwent a c3-4 and c6-7 anterior cervical discectomy and allograft bone graft fusion, during which rhbmp-2/acs was used. Post-op imaging studies reportedly showed that the patient had uncontrolled bone growth and nerve compression ¿at or near" the implant site. The patient reportedly developed pain and radiculitis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004 the patient underwent the following procedures: anterior cervical discectomies and allograft bone graft fusions using bone graft and rhbmp-2 at c3-4 and c6-7 (followed by an anterior cervical plates from c3 to 4 and c6 to c7) to treat the following pre-op diagnosis: cervical spondylosis at c3-4 and c6-7. Per op-notes: "...rhbmp-2 soaked sponges were placed in the center of both of these bone grafts and the first graft was placed to c6-7, gently tapped with a tamp and mallet until it was slightly countersunk. Then at c3-4, the bone graft with rhbmp-2 soaked sponge in the center was placed into the disc space, gently tapped with a tamp and mallet until it was slightly countersunk..."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.